Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information was requested, but is not available.

Event description:
It was reported that a patient that was hospitalized in the intensive care unit (ICU) for a heart transplant experienced an episode of ventricular tachycardia (vt). The device did not recognize the arrhythmia due to programming and did not deliver high voltage (hv) therapy. An external defibrillation was required to resolve the event. Following the vt episode, the device was interrogated and there was a non-sustained oversensing episode noted due to timing. The device was reprogrammed to resolve the event, and the patient was stable with no consequences.